Event description:
Consumer indicated as she was pulling out a tampon the tampon broke apart into pieces. She was able to remove the pieces which remained inside her.

Manufacturer narrative:
Device history record in review. Consumer did not return product for eval.